Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that on (B)(6) 2018 he patient experienced hypoglycemia of 44 mg/dl during the night and he was treated with food. At 4am on (B)(6) 2018 his blood glucose measured 141 mg/dl and 131 mg/dl at 6:45am. Caller alleges customer experienced hypoglycemia due to the pump and was placed on alternative therapy. Caller reported the doctor says that the pump has not delivered properly.